Event description:
It was reported that the product was last known to be set at pl 0.5. When valve was explanted, the valve was tested with a manometer and it showed the closing pressure to be at 14cm. The surgeon requested that it be evaluated. On (B)(6) 2010, it was reported that the pt was explored for signs and symptoms of shunt malfunction within 24 hours of having a MRI, and the valve was readjusted. Pressure was measured with a manometer and it drained until it stopped. Pt has recovered well from the shunt revision (with a fixed low-pressure valve now in place) so inadequate drainage does appear to have been the problem.

Manufacturer narrative:
(B)(4). The valve was patent, and passed leak and siphon testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. However, the valve failed reflux testing due to proteinaceous debris on the valve mechanism. Debris within the valve may interfere with the pressure/flow controlling mechanisms resulting in reflux. A review of manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.